Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during coronary artery bypass graft surgery, the temporary pacemaker that was connected began to malfunction while the device was scanning. Two different device were used in an attempt to trouble shoot the problem. No patient injury has been noted.